Event description:
It was reported that the patient's right ventricular (rv) lead was oversensing noise resulted in pacing inhibition. The lead was capped and replaced on (B)(6) 2025. The patient was stable throughout the procedure.